Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a loss of capture and was suspected to have perforated. A chest x-ray was performed and the lead looked similar to the x-ray performed at implant. It was noted this patient had a strong underlying rhythm. Technical services (ts) suspected with only pacing affected; it was unlikely this rv lead was perforated. Ts recommended ordering an echocardiogram to look for fluid and to determine if the lead tip was in pericardial space. This rv lead was explanted and replaced. No additional adverse patient effects were reported.